Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix issues and poor signals. When trying to screw the ra lead into the heart tissue, the physician reported that it was hard to tell if the helix was fully extended. The lead was then tested on the pacing system analyzer (psa) and the signals were lower than expected. The physician removed the lead, and it required 20 turns to retract the helix mechanism. A new lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix issues and poor signals. When trying to screw the ra lead into the heart tissue, the physician reported that it was hard to tell if the helix was fully extended. The lead was then tested on the pacing system analyzer (psa) and the signals were lower than expected. The physician removed the lead, and it required 20 turns to retract the helix mechanism. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the prolonged procedure. This lead was returned to our post market quality assurance laboratory. Visual inspection found dried blood/body fluid around the helix. Helix mechanism could not be tested, as it was found deformed prior to testing. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction.

Manufacturer narrative:
Patient code 3191 was applied to capture the prolonged procedure. This lead was returned to our post market quality assurance laboratory. Visual inspection found dried blood/body fluid around the helix. Helix mechanism could not be tested, as it was found deformed prior to testing. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix issues and poor signals. When trying to screw the ra lead into the heart tissue, the physician reported that it was hard to tell if the helix was fully extended. The lead was then tested on the pacing system analyzer (psa) and the signals were lower than expected. The physician removed the lead, and it required 20 turns to retract the helix mechanism. A new lead was successfully implanted. No adverse patient effects were reported.